Manufacturer narrative:
While doing fluid path test during investigation, fluid was found leaking through a tear on the exposed soft cannula, where the tip of formed needle rested. It could not be determined when this damage to soft cannula occurred. No timeouts and no drive stall were observed in the pod download data that would indicate a failure to deliver insulin. Cracks were found on the top housing. It could not be determined when these cracks had occurred. Inspection of the device along with the data suggested that the cracks had no effect on the device's functionality. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod between 36 and 48 hours on the arm. For treatment, the parent gave a manual injection.